Manufacturer narrative:
B3: estimated as (B)(6) 2024 as the online published date for the article is noted as 2 april 2024. Citation: reddin, g., oconnell, r., corsello, a., francis, s., & morgan, r. (2024). Watching the watchman: largest reported watchman device associated left atrial thrombus captured on cardiac MRI, journal of the american college of cardiology, volume 83, issue 13, supplement, page 3465. Issn 0735-1097. Https://doi.org/10.1016/s0735-1097(24)05455-x. Https://www.sciencedirect.com/science/article/pii/s073510972405455x.

Event description:
Reported via journal article it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Two (2) years after the procedure the patient presented with shortness of breath. Computed tomography pulmonary angiography revealed a large thrombus in left atrium. A heterogenous multi lobular protruding mass adherent to the posterior left atrium was seen on trans-esophageal echocardiogram (tee). Cardiac magnetic resonance (cmr) confirmed thrombus measuring 3.2x1.5x5 cm. Hyper-coagulable work up revealed antiphospholipid syndrome. The patient was treated with systemic anticoagulation. Repeat tee imaging 2 months later showed a reduction in size of the thrombus to 2.1x1.6 cm. The patient will remain on lifelong systemic anticoagulation.